Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd), an autotome sphincterotome tip would not flex so the physician was not able to perform the sphincterotomy. The physician placed a stent in the cbd. The patient's condition reported to be "fine".

Manufacturer narrative:
A device evaluation has not been performed to date; therefore, the cause of the reported event is undetermined.